Manufacturer narrative:
The reported event of inoperable ipg was not confirmed. The ipg communicated with all lab equipment and did not display the low battery message. The ipg voltage was 3.42v when pulse loaded using grey screen utility. This is above the 3.25v threshold for low battery. Since the ipg did not reach low battery or eol, an estimate of longevity cannot be performed. Analysis indicated device met specifications and had not yet reached end of life. There is no confirmed malfunction of the ipg. Hence. This does not meet the reportability criteria.

Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. It is unknown when the patient lost therapy. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post operatively.